Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37092, serial# unknown, product type: accessory. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the personal therapy manager (ptm) used with an implantable drug infusion device. The drug being delivered was bupivacaine and morphine (unknown), both with unknown dosages and concentrations. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient was locked out from receiving a bolus. The caller stated that they were having ¿problems with the pump and/or the ptm¿ and when they try to take a bolus it would ¿momentarily turn the pump off then on and give a hard lockout of 1h 00m exactly,¿ the issue started on (B)(6) 2016 when they moved the patient¿s pump from their back to their front and ¿since that day they¿ve been having problems¿ with the ptm. The patient stated that it started out once per week and now it happened at least once per day. The lockout parameters were described as 1 time per 1 hour, 6 times per day, and 3 times per 8 hours. It was reviewed that the information was consistent with lockout due to uplink interference. The agent advised the patient to track any times they were locked out when they feel that they shouldn¿t be and present that information to the healthcare professional (hcp) so that they can check the ptm and pump logs. An email was sent to the repair department to request a replacement antenna. The patient stated that ¿my pain is way out of control¿ at time when trying to get a bolus with the ptm. There were no further complications reported/anticipated.